Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The monitor failed incoming testing. Upon investigation the monitor failed a detect and treat test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbt) q12, q13, q16, and q17 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During investigation of an unrelated problem, a monitor failed incoming testing.